Event description:
The tip of the vitrectomy cutter broke while it was in the patient's eye. The tip remained attached to the shaft of the cutter and was removed from the eye with no injury to the patient.